Event description:
It was reported that (1) device was used during a abdominal biopsy. It was reported by the affiliate that the atw45 instrument would not staple, but did cut the tissue. Another instrument was used to complete the case. There was no consequence to the pt.